Manufacturer narrative:
At the time of this report, the device had not been returned for eval. The nature of this malfunction is unk.

Event description:
The doctor attempted to cut an iol when the blade of the packer/chang iol cutter broke. The piece was retrieved w/o impact to the pt.